Manufacturer narrative:
Additional information: the leak occurred before the first balloon inflation. Blood was noticed in the barrel of the inflation device. The same inflation device was successfully used with other devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc euphora rx ptca balloon catheter to treat a moderately tortuous, mildly calcified lesion exhibiting 80% stenosis located in the proximal diagonal branch. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with issues noted. It was reported that during negative prep, the balloon was in the patients body and blood was aspirated in the inflation device. The balloon had not been inflated. It was stated that there was a leak coming from the shaft of the balloon. The balloon was removed from the patient when this was observed. The balloon was inflated following removal of the device from the body to identify the source of the leak. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon and inflation lumen and the balloon fold remained intact. The device failed negative prep. On pressurisation of the device, liquid was observed exiting the proximal portion of the distal shaft, therefore the device failed to maintain pressure. Upon visual inspection of the device, there was a small tear on the distal shaft material immediately proximal to the support wire. The distal shaft material was jagged and protruded upwards at the tear site. Kinking was also evident to the distal shaft and support wire. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.